Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
"The literature article entitled ¿short and midterm results of reverse shoulder arthroplasty according to the preoperative etiology¿ by mathias wellmann; melena struck; marc frederic pastor; andre gettmann; henning windhagen; and tomas smith, published online in the arch orthopaedic trauma surgery on february 6, 2013 was reviewed. The purpose of the article was to review reverse shoulder arthroplasty to see if the preoperative etiology influences clinical results after rsa. The article reviewed 76 reverse shoulder arthroplasties for cuff tear arthropathy, fracture sequelae and revision arthroplasty. The follow-up consisted of 71 patients and the mean follow-up period was 23 months. All patients were evaluated postoperatively using the constant score and the simple shoulder test. The patients either had the delta xtend (51) or the delta 3.2 (25), depuy, implanted. 71 patients were clinically investigated for a follow-up examination. There were postoperative complications in 19 patients. Scapular notching was also noted in 33 patients. " (B)(6)-year-old female; dislocation of the metaglene/malposition of the prosthesis and required replacement of the metaglene/glenosphere